Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 382533; batch# 4110947. It was reported by customer that leaking identified from catheter where catheter material meets plastic catheter hub. Additional information: no patient harm was done. Just leaking from between the pink hub and the white cathlon.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 4110947. A leak test was performed where no leaks were detected. A visual inspection was performed, but no damages were discovered. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.